Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reportedly available for evaluation; however, it has not been received by zimmer biomet (B)(4) to date. In the event that the device is received and evaluated, a follow-up report will be send to the FDA to provide results.

Event description:
It was reported that patient underwent a left partial knee arthroplasty on (B)(6) 2015. During insertion of the im link, the pins fractured, necessitating the surgeon to estimate positioning of the femoral drill guide. The estimation caused inaccurate bone preparation. As a result, the patient was converted to a total knee replacement.